Event description:
It was reported that after a transfusion of two units of erythrocyte map through the device was started, the pt soon complained of liness. The pt's heart rate was 72 bpm and blood pressure was 54/30mmhg. The transfusion was stopped and the pt was given 500ml's of physiological saline along with atripine sulfate. The blood type and preparation were re-checked, and no problems were noted. Hydrocortisone sodium succinate was intravenously administered and oxygen inhalation was started. The pt started feeling improvement and blood pressure increased to 83/43mmhg. The transfusion was restarted slowly. Within 35 minutes the pt's blood pressure decreased to 72/70mmhg and etiletrine hydrochlorle was intravenously administered. 15 minutes later the pt's blood pressure was 76/38mmhg, and a drip infusion of d-sorbitol lactated ringer's solution was conducted and the transfusion was completed. Thirty minutes later the pt's bp had increased to 94/50mmhg and by the next day returned to 120/79. No pt sequelae reported.